Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 24 and 36 hours on the arm. The patient's blood glucose (bg) values reached 300 mg/dl. For treatment, the patient changed out the pod and gave a correction bolus of 7 units of insulin.

Manufacturer narrative:
The device was received partially deployed. The formed needle did not retract and was observed protruding further than the soft cannula. Upon opening the device, the formed needle was found dislodged from the slide retract. The incorrect installation of the hard cannula caused the inability of the needle to retract. Excess material was observed on the slide retract. The damage to the slide retract was caused by the incorrect installation of the hard cannula. The top and bottom housings were observed to be damaged. The top and bottom housing damages caused damage to the internal components as well. The outer housing damages occurred post-use. Data could not be downloaded from the pcb. Cracks were observed throughout the top of the pcb assembly. It could not be determined if these cracks resulted in the pcb's failure to communicate with the master pdm. The piezo disk was observed to be punctured due to the top housing damage. The ratchet gear was observed to be damaged due to the top housing damage. The formed needle was observed to be bent. It could not be determined when this damage occurred.